Event description:
No additional information.

Manufacturer narrative:
A mz1000 china product was not available for investigation of (B)(4). However, the customer confirmed that the complaint sample was from lot 24015459. The feedback provided by the customer states that, "the transparent needleless connector was leaking." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24015459 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was leaking. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2025, the nurse discovered that the transparent needleless connector was leaking while adding medication to the patient. She replaced it with a new transparent needleless connector and the treatment could be carried out normally.